Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Paik et al. - 2024 ¿ side-by-side placement of fully covered metal stents versus conventional 7f plastic stents in malignant hilar biliary obstruction: prospective randomized controlled trial. Biliary drainage for palliative treatment of an unresectable malignant hilar biliary obstruction. This file addresses: "stent occlusion (sludge clogging): pss (zimmon stents): 16/25 patients (64%)." "Acute cholangitis: pss (zimmon stents): 6/25 patients (24%)." "Liver abscess: pss (zimmon stents): 1/25 patients (4%)." "Acute cholecytitis: pss (zimmon stents): 3/25 patients (12%)." Require intervention/additional procedures.

Manufacturer narrative:
Device evaluation: this file was created from the attached journal article, ¿side-by-side placement of fully covered metal stents versus conventional 7f plastic stents in malignant hilar biliary obstruction: prospective randomized controlled trial". This file captures data on 16 patients who experienced stent occlusion, 6 patients with acute cholangitis, 1 patient with a liver abscess, and 3 patients with acute cholecystitis. The zimmon biliary stent evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, the zimmon biliary stents were subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: as per the instructions for use, ifu0045 which informs the user about the potential complications that may occur: those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration. Reported events in this file¿acute cholangitis, liver abscess, and acute cholecystitis¿are aligned with known potential adverse events listed in the IFU: acute cholangitis corresponds to "cholangitis". Liver abscess and acute cholecystitis fall under "infection". There is no evidence to suggest that the customer did not follow the instructions for use. These are known potential adverse events as described in the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to known procedural adverse events associated with the use of zimmon biliary stent. A total of 16 cases of stent occlusion, 6 cases of acute cholangitis, and 3 cases of acute cholecystitis were attributed to either the zimmon biliary stent or the patient's condition. One case of liver abscess was considered likely due to the patient's condition. As previously mentioned, these are known potential adverse events as described in the instructions for use. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: confirmed quantity of 26 devices, confirmed used. According to the study by paik et al. (2024), zimmon biliary stents were used for biliary drainage as a palliative treatment in patients with unresectable malignant hilar biliary obstruction. The study reported 16 cases of stent occlusion, 6 cases of acute cholangitis, 3 cases of acute cholecystitis, and 1 case of liver abscess. Complaint is confirmed based on customer and/or rep testimony. According to the medical advisor¿s input for patient outcome and severity, require intervention/additional procedures s=4. Complaints of this nature will continue to be monitored for similar events. A definitive root cause could not be determined. A possible root cause could be attributed to known procedural adverse events associated with the use of zimmon biliary stent. A total of 16 cases of stent occlusion, 6 cases of acute cholangitis, and 3 cases of acute cholecystitis were attributed to either the zimmon biliary stent or the patient's condition. One case of liver abscess was considered likely due to the patient's condition. As previously mentioned, these are known potential adverse events as described in the instructions for use.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-aug-2025.